Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the helix of the lead was extrinsically bent. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged. While attempting to reposition the lead, fluoroscopy showed the lead helix appeared to be bent. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.